Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the stimulation was turning on and off at periodic times. The physician had an x-ray taken and it was reported the physician decided to replace the ipg. The physician undertook surgical intervention and replaced the ipg. It was reported the pt had stimulation coverage when the system was turned on postoperative. The physician asked the pt to leave the system turned off until the next appointment.